Event description:
During service by baxter, the infusion pump was found to contain an air-in line printed circuit board out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Failure code 810:04 was initially reporetd by the facility. It is unknown when the failure code occurred. Evaluation summary: the condition of air-in-line printed circuit board out of calibration was confirmed during testing. The reported failure code 810:04 was confirmed in the event history on channel b. Failure code 810:04 is generated when the air-in-line printed circuit board is out-of-calibration. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.